Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. During the procedure, a gore® dryseal sheath with hydrophilic coating was inserted from the right side. No issues were reported, and the patient tolerated the procedure. It was reported on (B)(6) 2017, a thrombotic occlusion of the right external iliac artery (eia) was observed. On (B)(6) 2017, angiography was performed, and a dissection from the right common iliac artery to the right external iliac artery and thrombus was confirmed. Reportedly, the physician considered the thrombotic occlusion was a complication of the access vessel dissection. A thrombectomy was performed with a fogarty catheter, and two stents (epic) were then implanted from the right common iliac artery to the right external iliac artery to repair the dissection. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (9.1 mm for a 24 fr sheath), then vessel damage may result. (B)(4).